Manufacturer narrative:
Additional information: according to the information received from the recipient underwent a revision surgery due to an extrusion of the electrode lead through the skin. However after the revision surgery the extrusion re-occured. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the extrusion. Reportedly the recipient is still using the device despite the lead extrusion.

Event description:
On (B)(6) 2024 the electrode lead was exposed. No infection was noted. Additional surgery to place the partially extruded lead back into intended position and to close the wound was performed on (B)(6) 2024. The lead was tucked in, and nylon sutures were used to close the opening. On (B)(6) 2024 some scabbing was reported, but the wound appeared to not be under tension. The sutures are quite loose so they were removed. No evidence of electrode lead extrusion was visible any longer. On feb 27, the surgeon recommended a follow-up in 2 months as everything was fine. Unfortunately, just recently, the mother of the user called and said the lead had extruded again. The user will be seen in april again. The user is still using his ci despite the lead extrusion. Despite requested, no further information on possible next steps was received.

Event description:
On (B)(6) 2024 the electrode lead was exposed. No infection was noted. Additional surgery to place the partially extruded lead back into intended position and to close the wound was performed on (B)(6) 2024. On(B)(6) 2024 some scabbing was reported, but the wound appeared to not be under tension. The sutures are quite loose so they were removed. No evidence of electrode lead extrusion was visible any longer. On (B)(6), the surgeon recommended a follow-up in 2 months as everything was fine. Unfortunately, just recently, the mother of the user called and said the lead had extruded again. The user was seen again in (B)(6). The user is still using his ci despite the lead extrusion. The device has been explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field, the recipient underwent a revision surgery due to an extrusion of the electrode lead through the skin. However after the revision surgery the extrusion re-occurred. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the extrusion. This is final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6), 2024 the electrode lead was exposed. Additional surgery to place the partially extruded lead back into intended position and to close the wound was performed on (B)(6), 2024. On (B)(6), 2024 some scabbing was reported, but the wound appeared to not be under tension. The sutures are quite loose so they were removed. No evidence of electrode lead extrusion was visible any longer. No infection has been reported.